Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A rotated heart, prolapsed anterior leaflet, and enlarged atrium were noted. Imaging was difficult during the procedure. An ntw clip was inserted, and grasping was performed. However, due to difficulties grasping the leaflets, the clip was inverted and retracted into the left atrium (la). It was then observed on fluoroscopy that one of the grippers was unable to move. Due to the gripper issue, the clip was closed and removed. Two clips (ntw and xt) were deployed on the mitral valve, but mr was unable to be reduced and remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was received. The reported gripper actuation issue was confirmed in returned device analysis. Additionally, gripper line break was observed. Furthermore, the reported positioning failure leaflet grasping and poor image resolution could not be replicated in a testing environment as this could be related to patient anatomy or procedural/operational circumstances. Additionally, a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event and a review of the complaint history identified no indication of a lot-specific product issue. Based on available information, reported gripper actuation was due to observed gripper line break. The noted gripper line break appears to be the result of procedural condition. The reported leaflet grasping issue was due to reported challenging patient anatomy in conjunction with poor imaging. Lastly, poor imaging was due to noted challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.